Event description:
This is report 3 of 3. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The cause was unknown. Treatment was not reported. Six days later, the patient was discharged from the hospital. The patient recovered from peritonitis.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number: 12j16h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).